Manufacturer narrative:
Patient information will not be provided due to (B)(6) confidentiality laws: the initial reporter's name will not be provided due to (B)(6) confidentiality laws: the probe is pending return from (B)(6) for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy. It was reported that a probe had recognition failure. Another probe was used. It was noted that the suspected cause was due to deterioration of the probe. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
The probe was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm, fdr, and fdc codes are applicable to the probe analysis. If information is provided in the future, a supplemental report will be issued.